Event description:
Reportedly, after firing, the surgeon tried to remove the instrument from the rectum but the anvil did not tilt. The anvil remained in the rectum. The surgeon cut the anterior wall to remove the anvil. The defect was manually sutured and the case was completed. Procedure: low anterior resection.